Event description:
It was reported that bd alaris extension set had flow issues. The following information was received by the initial reporter with the following verbatim: it has been brought to my attention that in a few separate occasions the IV tubing below will begin priming however once it gets to the filter it will stop. Infusion set (reference # (B)(4) ) is connected to a lipid filter (reference # (B)(4) ). It will prime then stops at the filter.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10012866 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material # 2420-0007. Lot # unknown. It was reported by customer that in a few separate occasions the IV tubing will begin priming however once it gets to the filter it will stop. Verbatim: it has been brought to my attention that in a few separate occasions the IV tubing below will begin priming however once it gets to the filter it will stop. Infusion set (reference # (B)(4) ) is connected to a lipid filter (reference # 10012866 ). It will prime then stops at the filter.